Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, inspection of the tenaculum forceps instrument identified a damaged cable. The instrument was replaced with a backup. The planned procedure was completed with no reported injury. No fragment fell inside the patient. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.